Event description:
It was reported that customer experienced cgm error and unexpected pump shutdown while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer had already completed pump reset before contacting support, error did not recur after reset, and customer successfully started new sensor session with guidance from technical support.